Manufacturer narrative:
Our partner`s service technician downloaded log files. However, he could not duplicate the issue during testing. Functiontests and software test was performed successfully .

Event description:
Hamilton medical ag received the following description from the partner: customer reports unit stopped ventilating patient.

Manufacturer narrative:
Our partner`s service technician downloaded log files. However, he could not duplicate the issue during testing. Function tests and software test was performed successfully. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The user reported that the ventilator stopped ventilating the patient. The patient was transferred to another device. No patient harm was reported. The event did not cause or contribute to a death or serious injury to a patient. No log files covering the date of the event were available, making it impossible to evaluate the exact circumstances. However, the log history shows that a "restart after power fail" alarm occurred 12 times, although the exact timing of these events is not visible. No part was replaced because the issue could not be reproduced. The correction remains unknown, and no further feedback was received from the customer. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since (B)(6), 2023.

Event description:
Hamilton medical ag received the following description from the partner: customer reports unit stopped ventilating patient.